Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed loss of capture and high out of range impedance measurements. A lead fracture was suspected. A lead revision may be performed. No adverse patient effects were reported. A follow up was performed. With the pacing system analyzer, similar measurements were obtained. A decision was made to perform a lead revision. This lead was surgically abandoned and replaced.

Manufacturer narrative:
According to available information, this lead was surgically abandoned and replaced successfully.